Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was confirmed as the occlusion/overpressure alarm was displayed. The reported issue was determined to be caused by a delaminated/ peeled off downstream occlusion (dso) seal and de-calibrated dso sensor the dso seal was replaced, and the dso sensor was re-calibrated to fix the issue.

Event description:
It was reported that the problem was overpressure. There was unknown patient involvement and no patient harm reported.